Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. The customer¿s blood glucose level was 124 mg/dl. The customer stated that only parts of the screen is showing up, cannot see the time nor bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments/partial display, problem isolated to lcd board. Unable to perform any test due to missing segments/partial display. Insulin pump meets specification: no